Event description:
It was reported that during a photo-selective vaporization procedure, when the fiber was initially fired, there was a flash noticed. A break was identified 12 inches from the fiber connector. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection via microscope did not identify any signs of charred debris adhesion on the surface and there were no signs of devitrification on the glass cap. There was a break found along the body between the input connector and the control knob confirming the initial complaint that the fiber broke. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing concluded that most of the output escapes from the fracture location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The instructions for use (IFU) states caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photo-selective vaporization procedure, when the fiber was initially fired, there was a flash noticed. A break was identified 12 inches from the fiber connector. The fiber was replaced, and the procedure was completed without patient complications.